Event description:
Customer was obtainng creatinine results that were 0.2 to 0.6 mg/dl higher than other analyzer systems. Technical service rep found that the sample probe was slightly blocked and had the operator clean the probe to correct the problem.